Event description:
It was reported that during an unspecified procedure, a stent dislodgement occurred. The lesion being treated was located in the common iliac. After positioning the 8.0x40mm express biliary ld stent delivery sys in the lesion the physician felt that the balloon length did not match the lesion. Therefore, he started to remove the express biliary ld stent delivery sys when the stent became dislodged in the common iliac. He was "going up and over" when it dislodged. As the stent was visible under fluoroscopy, the physician was able to snare the stent and remove it successfully. The procedure was completed with another device. No pt complications were reported. Pt status was reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history , historical trending and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.